Manufacturer narrative:
Date of event is estimated e1: reporter phone number: (B)(6). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient reported ineffective therapy. System diagnostics recorded high impedances. Attempts to program were unsuccessful. Surgical intervention may take place to address the issue.